Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer removed insulin from the cartridge for continued insulin therapy. Tandem technical support educated the customer that removing insulin from the cartridge is off label per the tandem user guide. The customer's blood glucose level was 130 mg/dl.